Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation sensation. Additionally, there was shocking and jolting. This event occurred following a replacement. Add'l info has been requested, but was not available as of the date of this report.